Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 450mg/dl. The customer stated while being on a vacation, the insulin pump was alarming no delivery. The customer kept changing the site and giving herself manual injections, but her glucose level kept increasing. The customer was experiencing unexplained high blood glucose for the past two days. The customer's most recent glucose reading was 192mg/dl, and she was treated with the insulin pump, manual injections, and an insulin drip. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. The customer stated the there is crack near to the reservoir compartment. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.